Event description:
New information was received indicating that the patient underwent a lead revision due to persistent rv lead noise. The rv lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a partial proximal portion of the lead was returned in one piece. A clavicular crush damage was found distal to the suture sleeve tie impression damaging all the lumens, the ptfe liner of the inner coil and one superior vena cava etfe cable coating. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to clavicular crush damage.

Event description:
It was reported non-sustained right ventricular (rv) oversensing alerts were noted on a remote transmission. A review of the electrograms (egms) determined to be noise signals that were detected. The patient was stable and will be monitored.